Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia/ bleeding were so heavy during her menstrual cycle and passing of menstrual clots"), pelvic pain ("pelvic pain") and vaginal operation ("complications from her hysterectomy causing her to have a vaginal cuff revision surgery") in a 29 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of offensive vaginal discharge, dysmenorrhoea and dyspareunia. The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010 she experienced abdominal pain ("severe abdominal pain and cramping"). On (B)(6) 2010 she experienced ovarian cyst ("bilateral complex ovarian cysts"). Essure was removed on (B)(6) 2013. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse") and pelvic fluid collection ("mild amount of free pelvic fluid") and underwent vaginal operation (seriousness criterion medically important). The patient was treated with anaprox (naproxen sodium) as well as surgery (endometrial thermal ablation on (B)(6) 2012 and on (B)(6) 2013, laparoscopic hysterectomy). At the time of the report, the heavy menstrual bleeding, pelvic pain, vaginal operation, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia and ovarian cyst had resolved. The outcome of pelvic fluid collection was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menometrorrhagia, ovarian cyst, pelvic fluid collection, pelvic pain and vaginal operation to be related to essure administration. The reporter commented: after the removal of the essure device all of plaintiff symptoms resolved. Date(s) of removal: (B)(6) 2014 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2010: results: ovarian cysts and mild amount of free pelvic fluid. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start date, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ bleeding were so heavy during her menstrual cycle and passing of menstrual clots"), pelvic pain ("pelvic pain") and vaginal operation ("complications from her hysterectomy causing her to have a vaginal cuff revision surgery") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, dysmenorrhoea and offensive vaginal discharge. Concomitant products included oral contraceptive nos. In 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain and cramping"). On (B)(6) 2010, the patient experienced ovarian cyst ("bilateral complex ovarian cysts"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal operation (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse") and pelvic fluid collection ("mild amount of free pelvic fluid"). The patient was treated with naproxen sodium (anaprox), surgery (endometrial thermal ablation on (B)(6) 2012) and surgery (on (B)(6) 2013, laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, vaginal operation, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia and ovarian cyst had resolved and the pelvic fluid collection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, ovarian cyst, pelvic fluid collection, pelvic pain and vaginal operation to be related to essure. The reporter commented: after the removal of the essure device, all of plaintiff symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: ovarian cysts and mild amount of free pelvic fluid. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2009 and experienced menorrhagia/ bleeding were so heavy during her menstrual cycle and passing of menstrual clots, pelvic pain. On (B)(6) 2012, an endometrial ablation was performed and on (B)(6) 2013 she underwent a laparoscopic hysterectomy. She had complications from her hysterectomy causing her to have a vaginal cuff revision surgery. Menses pattern changes and pelvic pain may occur with essure therapy. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, plaintiff had bilateral complex ovarian cysts which could be an alternative explanation for her pain. It was not reported the cause of vaginal cuff revision surgery. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ bleeding were so heavy during her menstrual cycle and passing of menstrual clots"), pelvic pain ("pelvic pain") and vaginal operation ("complications from her hysterectomy causing her to have a vaginal cuff revision surgery") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dyspareunia, dysmenorrhoea and offensive vaginal discharge. Concomitant products included oral contraceptive nos. In 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("severe abdominal pain and cramping"). On (B)(6) 2010, the patient experienced ovarian cyst ("bilateral complex ovarian cysts"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal operation (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful intercourse") and pelvic fluid collection ("mild amount of free pelvic fluid"). The patient was treated with naproxen sodium (anaprox), surgery (endometrial thermal ablation on (B)(6) 2012) and surgery (on (B)(6) 2013, laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, vaginal operation, abdominal pain, menometrorrhagia, dysmenorrhoea, dyspareunia and ovarian cyst had resolved and the pelvic fluid collection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, ovarian cyst, pelvic fluid collection, pelvic pain and vaginal operation to be related to essure. The reporter commented: after the removal of the essure device all of plaintiff symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: ovarian cysts and mild amount of free pelvic fluid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2009 and experienced menorrhagia/ bleeding were so heavy during her menstrual cycle and passing of menstrual clots, pelvic pain. On (B)(6) 2012, an endometrial ablation was performed and on (B)(6) 2013 she underwent a laparoscopic hysterectomy. She had complications from her hysterectomy causing her to have a vaginal cuff revision surgery. Menses pattern changes and pelvic pain may occur with essure therapy. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, plaintiff had bilateral complex ovarian cysts which could be an alternative explanation for her pain. It was not reported the cause of vaginal cuff revision surgery. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.